Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contact lfs alleging that her one touch ultra meter was reading inaccurately high. On (B)(6) 2004, she obtained a reading of 20 mmol/l on the reported meter while experiencing no symptoms. One hr later, she obtained a reading of 260 mg/dl, which she thought was 26.0 mmol/l. The pt went to the hosp to have her blood glucose checked. A reading of 10.6 mmol/l was obtained on the hospital's meter. The pt rec'd no treatment and was advised to contact lfs. The customer service rep discovered that the reported meter was set to the incorrect unit of measurement. The pt did not recall changing the unit of measurement. The csr was unable to complete troubleshooting as the pt did not control solution. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter and test strips were replaced.